Manufacturer narrative:
This complaint is related to MDR# 1828100-2013-00608.

Event description:
It was reported that during pre-cardiopulmonary bypass of the device for a cardiopulmonary bypass (cpb) procedure, the customer noticed the central control monitor (ccm) touchscreen was not responding. The device was not changed out, as the customer used the manual controls for the case. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.